Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Manufacturing site eval: eval is on-going.

Event description:
Country of complaint: (B)(6). When the pin was cut, the upper disk came off and could not fix the cranial bone. Operation was delayed over 15 minutes. Add'l lot number provided: 52042616.

Manufacturer narrative:
One implant (52042616) arrived detached, the other (52030294) with disc on pin. Test used an analysis equipment: microscope. Digital camera. The pin of the one implant (52042616) was cut off the screw and through a fixation ring. Further the spring-segments are bent. A fixation is not possible. The disk on the other implant (52030294) abides on the pin. The pin is cut off the skew too, but the fixation ring is intact, the implant is fine. The manufacturing documents have been checked and found to be according to specification during the time of production. The root cause for the screw that came off of the disc (52042616) is the skew cut through the fixation ring. How it was cut lead to the issue. In cases like this a fixation of the disc is not possible. The other implant seems to be applied according to the surgical instruction-without the skew cutting-the disc abides on the pin. According to sa-de13-m-4-2-01-000-0 there is no CAPA necessary. The current failure rate is within the risk analysis and therefore acceptable.